Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation duplicated the customer complaint for error message and found a crack through the probe, as well as a worn down teflon pad, though with no metal exposed underneath the pad. Based on similar reports, a potential cause for the damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the probe and teflon pad: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the device generated a short circuit error message. There was no reported patient injury or device fragmentation into the patient. After replacement of the malfunctioning device, the procedure was completed with another similar device.